Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3, h6, and h11. As reported, while closing, the 6f-7f mynxgrip vascular closure device (vcd) failed. It seems to be a sealant problem. There was no reported patient injury. The device was opened in sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, the sealant was partially deployed on the catheter shaft, and the advancer tube was observed to have remained in the manufacturing position as received. It was reported that ¿the 6f-7f mynxgrip vascular closure device (vcd) failed.¿ however, the sealant sleeve was observed remained in its manufacturing position upon receipt, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The syringe and procedural sheath were not returned with the device. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU. Leak testing could not be performed on the balloon of the returned device as the device lumen was clogged with dried contrast in saline solution. A product history record (phr) review of lot f1920701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was not confirmed during analysis of the returned device. The device preformed as intended per the IFU. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to insert the device into a procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1920701 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While closing, the 6f-7f mynxgrip vascular closure device (vcd) failed. It seems to be a sealant problem. There was no reported patient injury. The device was opened in sterile field. The device will be returned for analysis.